Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and identified the failure mode as a defective ise (ion selective electrode reference valve. The fse replaced the ise reference valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
On (B)(6) 2021, the customer reported the generation of erroneous patient results for sodium (na) on their au480 clinical chemistry analyzer. The erroneous patient results were not reported out of the laboratory. When the patient results were known to be incorrect, the customer repeated the patient samples and released the correct results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide demographics. The customer only provided the initial patient results for two patient samples.